Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system, clinical consultant(cc) ran multiple gain calibration and retook a image. Cc had resolved the asic issue before rep arrival. Cc and rep then power cycled the system multiple times and repeated 2d and 3d images verifying that the error had resolved and the system was functioning properly. System functions as designed with no further issues noted at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000168r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system produced an artifact during a 2d shot. The artifact was a black rectangle on top of image static. When cc took a 3d spin, there was a black ring around the entire image, implying that the artifact went all the way around. As a result, use of the system was aborted. Surgery continued via use of competitor-imaging system. Imaging and navigation was aborted. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.